Event description:
A non healthcare professional reported that during the intraocular implantation the surgeon noticed damage lens from loading which was cut into pieces. The surgery was completed during the initial procedure. There was patient contact. Additional information has been received that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).